Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable troponin t hs result for one patient sample. The initial result was 125.8 pg/ml with a data flag. A second sample was received for the patient and the result was 15.83 pg/ml. The first sample was then repeated and the results were 13.23 and 13.59 pg/ml. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 138684. The expiration date was requested but was not provided. The sample in question was hemolysed. Therefore a general sample quality issue could have contributed to the event. Review of the provided qc data found a wide scatter in qc values which could be an indication of an instrument issue.